Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor was unable to unable to power up or complete essential performance testing. The cause of this was a shorted c1 capacitor which also damaged the l1, l2 and d1 components. The root cause for the shorted c1 was unable to be positively identified. No adverse events occurred from the defective monitor.

Event description:
During investigation of the monitor sn 07035374 for an unrelated issue, a reportable malfunction was found. The monitor was unable to power up or complete essential performance testing.